Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify the reported issue. The cause of the issue is likely due to the battery. During evaluation, stryker also observed that the lid magnet was missing. Stryker archived the device and the customer received a replacement unit.

Event description:
The customer contacted stryker to report that their device did not power on. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.